Event description:
It was reported that a user experienced hypoglycemia due to announcing a meal while blood glucose was low, prompting education to avoid announcing unless eating and to monitor glucose before announcing; the agent recommended enabling a pump lock feature and assigned the user for additional training. Symptoms included low blood glucose requiring oral glucose treatment. Outcomes included no alerts or alarms and no hospitalization. Investigation included agent review of system reports, user coaching on correct meal announcement behavior, and referral for further training. Investigation of this case revealed user error related to announcing a meal during hypoglycemia. It was concluded that the event was attributable to user handling and that education and optional limited access mode were appropriate mitigations. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.